Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving dilaudid (5 mg/ml; dose unknown by the reporter) and clonidine (1 mg/ml; dose unknown by the reporter) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016 it was reported that the patient had a normal scheduled refill on (B)(6) 2016. The patient felt lethargic after arriving home from the refill. The patient was brought back to the clinic within an hour of the refill and the pump was stopped. The patient was admitted to the hospital and put on a narcan drip. A pump pocket fill had occurred. The issue was resolved. The patient status was reported as "alive-no injury".